Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 07.702.040s, lot: 1b53390, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 19-feb-2021, expiration date: 01-feb-2024. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent an open reduction internal fixation surgery for trochanteric fracture of femur. In the surgery, during the mixing cement process, about half of the monomer liquid in the ampoule was spilled, but the mixing cement process was proceeded. But when tried to inject the cement into two 2 ml syringes, the cement was very hard, but the surgeon managed to inject it into the syringes. The surgery was completed without any problem and any surgical delay. The patient condition is stable. This complaint involves one (1) device. This report is for (1) traumacem(tm) v+ injectable bone cement - sterile. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 07.702.040s, lot: 1b53390, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 19-feb-2021, expiration date: 01-feb-2024. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent an open reduction internal fixation surgery for trochanteric fracture of femur. In the surgery, during the mixing cement process, about half of the monomer liquid in the ampoule was spilled, but the mixing cement process was proceeded. But when tried to inject the cement into two 2 ml syringes, the cement was very hard, but the surgeon managed to inject it into the syringes. The surgery was completed without any problem and any surgical delay. The patient condition is stable. This complaint involves one (1) device. This report is for (1) traumacem(tm) v+ injectable bone cement - sterile. This report is 1 of 1 for (B)(4).